Event description:
It was reported that the device reset when a health care professional was attempting to increase the right ventricular output. The device began pacing in a ventricular-only mode at high output which caused the patient to experience pocket stimulation. A "flipped bit" in the device memory was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.